Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance ¿ 3 needle experienced leakage, and a hole in the needle hub. The following information was provided by the initial reporter: during the injection of a radiopharmaceutical into the patient, the technician noted the appearance of drops at the level of the connection between the plastic base of the needle and the metal part. Almost all of the drug was lost in this leak (confirmed by the absence of activity detected during the passage under the camera in the patient (shoulders at 0.2 kcp / s instead of 10 to 16 usually), and compress to 34.35 kcp / s). The compress placed under the needle absorbed all the product and thus avoided contamination of the environment or the patient. A new syringe has been prescribed and prepared.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 210613. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Bd received a picture of the affected sample. A needle with brown staining was observed in the epoxy location. The epoxy is the white glue used to join the cannula and hub components. We understand the liquid used by the client was brown and that there was leakage in the connection between the cannula and hub components. Without the physical sample for further testing, an exact cause related to the manufacturing process cannot be identified for this reported incident. H3 other text : see h10.

Event description:
It was reported that the bd microlance ¿ 3 needle experienced leakage, and a hole in the needle hub. The following information was provided by the initial reporter: during the injection of a radiopharmaceutical into the patient, the technician noted the appearance of drops at the level of the connection between the plastic base of the needle and the metal part. Almost all of the drug was lost in this leak (confirmed by the absence of activity detected during the passage under the camera in the patient (shoulders at 0.2 kcp / s instead of 10 to 16 usually), and compress to 34.35 kcp / s). The compress placed under the needle absorbed all the product and thus avoided contamination of the environment or the patient. A new syringe has been prescribed and prepared.